Manufacturer narrative:
A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to the day of the treatment. Log files and treatment report have been requested but not provided, therefore logfile review cannot be performed. Not enough information was provided to perform a proper investigation. The root cause could not be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A center manager reported a patient had a flap complication of epithelial ingrowth/defect in the right eye post lasik. A flap lift and rinse was performed and the patient will continue to be seen for a follow up visit. There are two related reports for this patient. This report addresses the patient cd's right eye and another manufacturer report will be filed for the fellow eye.